Event description:
The customer reported the system displays a precharge error on boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and replaced the generator batteries. System operates as intended. This MDR is related to ge healthcare complaint.